Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and right ovarian cystectomy; due to sui, menorrhagia, and pelvic pain. It was reported that following insertion the patient experienced extrusion, bowel problems, neuromuscular problems and vaginal scarring. It was reported that the patient underwent lso in (B)(6) 2011 due to torsion of the adnexa and pelvic pain. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to erosion and pain. It was reported that the patient underwent a left ovarian cystectomy x 2, excision of endometriosis, lysis of adhesions, revision of scar in mons pubis and mesh removal on (B)(6) 2012 due to continued pelvic pain. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with diagnostic cystourethroscopy.